Event description:
During and endoscopic procedure to drain a pancreatic pseudocyst, the physician used a cook endoscopy gi aspiration needle. During the drainage procedure, the needle detached. (Needle is 18 gage and is approximately 26mm long.) An attempt to remove the detached needle from the patient was not made because the physician was unable to visually locate the needle. Upon removal of the endoscope from the patient, the needle was located inside of the endoscope. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected product was not returned to cook endoscopy for evaluation. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: we were unable to conduct a full investigation because the device was not returned for evaluation. However, we can provide the following comments: information provided indicated the aspiration needle was used with a side-viewing endoscope. This is the cause for the reported needle detachment. The instructions for use for the gi aspiration needle contain the following warning: "a forward viewing endoscope is required for use with this device. Use of a side-viewing endoscope may adversely affect the performance characteristics of the device and/or cause damage to the device." Prior to distribution, all gi aspiration needles are subjected to a functional test to ensure needle security. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report was unable to be verified and the information provided indicated the product was used in contradiction with the instructions for use. Customer quality assurance will continue to monitor for complaint trends.